Manufacturer narrative:
The pump arrived with no apparent evidence of modification or misuse of the device. Steele shavings were evident inside the connector stem and under the m5 screw head. There is damage to the key in the lower clamshell that prevents the stem from turning. This probably occurred when the stem became partially disengaged (enduser stated the stem seemed to get dislodged before full separation) and another compression came down. There is no damage on the mating notch in the stem. Information on calibration/maintenance events on this device is unknown. There is evidence of calibration as there was loctite at the bottom of the screw which is not applied there during manufacturing.

Event description:
During compression resqpump separated into two parts: handle, pump. Manual CPR continued and a second device was used to continue itd therapy. No effect on outcome of patient.